Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the prep razor. The customer reports that a nurse has cut her finger when removing the razor's cap. The nurse received 3 stitches to close the laceration on her thumb. The customer states that the cap is very difficult to remove, and this is how the user cut herself.